Manufacturer narrative:
Per (B)(4) initial report. Additional information, including whether the suspected infection was confirmed, whether the patient had undergone any other recent procedures / treatments that could have caused the infection, patient age, activity level, weight and medical history, post primary and pre revision x-rays, operative notes (primary and revision), whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol, whether there were any concerns regarding cup fixation during primary surgery and an update on the patient following the revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision (ops used in primary) of the stem, biolox delta ceramic head, biolox delta ceramic line and cup after approximately 7 years and 4 months due to cup loosening and suscpected infection. Please note: the biolox delta ceramic liner associated with this report is not cleared for sale / distribution in the USA, and this event occurred outside of the USA.